Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was emergently implanted with a gore&#59397;excluder&#59393;aaa endoprostheses to repair a ruptured abdominal aortic aneurysm. Due to the patient long anatomy, the sheath could not reach the contralateral gate. Therefore, the delivery catheter of pxc121400j/12848185 was advance without the sheath from just below the gate. The catheter got stuck at where it just entered the gate for unknown reason. The catheter was torqued and pushed forcibly to advance and obtain 3cm overlap length with the gate. As the deployment line was pulled to deploy the device, the line broke, and the device was deployed only about 3cm from the proximal end. Since the constrained portion of the device was still attached to the catheter, there was a strong resistance as the physician tried to withdraw the catheter. Additional torque was applied to the catheter to detach the constrained device from the catheter. As the catheter was pulled back, there was no longer resistance, and the catheter was retracted. The physician did not realize at this time that a detachment of the leading end of the catheter (polyimide guidewire lumen portion) occurred and it remained in the patient. Additional devices were implanted without issues, and the procedure ended with the detached portion of the catheter remaining in the patient. On (B)(6) 2015, the follow-up CT image showed a foreign material in the devices. On (B)(6) 2015, the cs obtained the operative image from the hospital, and evaluated the image. The cs suspected this foreign material to be the leading end of the pxc121400 used during the procedure on (B)(6) and informed the physician. On (B)(6) 2016, a reintervention took place and the detached portion of the catheter was retracted by a snare catheter. The patient tolerated the procedure. The physician suspected the detachment occurred during the removal of the catheter, but no strong force was reportedly applied on the catheter.

Manufacturer narrative:
UDI: (B)(4). The excluder instructions for use (IFU) clearly states: do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
Engineering evaluation performed; incomplete device returned; fracture problem; cannot complete investigation ¿ incomplete device returned; failure to follow instruction.